Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) arranged to replace the pump and provided instructions for putting the existing pump into storage mode before returning it. The customer acknowledged understanding the instructions and agreed to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent to the customer, who confirmed the shipping address and opted out of requiring a delivery signature. Instructions for returning the problematic pump to tandem using a return box and pre-paid label within 10 days were also provided and understood by the customer.